Manufacturer narrative:
Customer reported 3 needle sticks. This is 1 of 3 reports.

Event description:
This customer reported that the needle has been going through the cap and sticking personnel. Staff uses the scoop method to recap following injections. After recapping, staff have touched the cap to pick up and the needle was through the cap resulting in a needle stick. This has happened three times.